Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The doctor stated that the patent is doing well. Although the patient experienced low iop, there were no complications after surgery. It was reported that the patient iop was able to go to 9mmhg, which is within the range of the intended functioning of the device.

Event description:
Patient experienced low iop.